Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold measured at 5 volts (v), while the programmed output was set at a nominal 3.5 v. A manual threshold test confirmed an elevated threshold of 4.5 v, prompting immediate contact with the clinic to request that the patient remain onsite for troubleshooting. The device output was subsequently adjusted to 7.0 v. The implanting physician was contacted to evaluate the need for a possible x-ray and lead revision, and a follow-up visit was scheduled accordingly. The patient was determined to be not pacing dependent and departed the office with plans for further evaluation by the physician. To date, this rv lead remains in service. No adverse patient effects were reported. Addition information indicated that according to the cardiologist, the patient did not comply with postoperative instructions to limit movement and weight bearing of the left arm during the six week recovery period. The suspected cause of the anomaly was micro dislodgement, as imaging by xray did not conclusively demonstrate lead dislodgement. A planned lead revision procedure was performed successfully, during which the physician repositioned the originally implanted lead. No additional adverse patient effects were reported.